Event description:
Reportedly, the pt was admitted to the emergency on (B)(6) 2012 because of syncope. The pacemaker involved in this MDR report was interrogated and ventricular capture failure with pauses of 2-3 seconds was observed. The ventricular amplitude of the pacemaker was reprogrammed from 3.5v to 5v and after no more capture failure was detected including during the following up performed on (B)(6) 2012. However, the physician suggested an issue in the lead/pacemaker connection and decided to explant the device. The pacemaker was replaced on (B)(6) 2012 and returned for analysis. The non sorin ventricular lead was abandoned but remained implanted, a new lead was implanted instead. It was reported that episodes of syncope were also observed previously: on (B)(6) 2009, (pt admitted to emergency for syncope, intermittent ventricular capture failure with pauses confirmed on holter ECG, ventricular amplitude reprogrammed to 5v). On (B)(6) 2011, syncope with intermittent ventricular capture failure observed during a follow up when the pt got up from the chair.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.